Event description:
Pt had a seizure (possible "cp" or secondarily generalized,) which was brief. During postictal recovery, she became limp & pulseless. Cardiopulmonary resuscitation was unsuccessful. Vagal nerve stimulator settings: 0.5 milliamps, 30 secs on time. 30 hz 750 milliseconds pulse width 1.8 mins off time (magnet settings similar).